Event description:
We recently have had a few pts in for appointments in our endocrinology clinic who were noted to be testing with expired test strips. The old aviva meters that had to be coded would not read after they expired and would actually show "code exp" when strips were expired. The new no-code aviva plus meter does not alert the pt that the strips have expired and will allow them to continue to take bg readings. I am concerned about this as personally I question that accuracy of an expired set of test strips. This could cause a pt to take too much insulin if they use a correction based of an erroneous high value or possibly not take any insulin (if it reads acceptable) when in actuality, a corrective dose might be needed. Our cde, xxx xxxxx called the roche customer service desk and was simply advised to have the pts "check the expiration date on the canister." In a perfect world, this might be the solution; however, we all know that pts don't always check the expiration date or even run a control for that matter. I'm not sure if we can do anything about this, but was wondering if we needed to report this to FDA (a quality/safety issue) or speak with someone else with roche. I discussed this with one of our staff pharmacists who agrees this is a matter of concern. If nothing else, the company should send out provider and/or pt alerts regarding this matter. Appreciate your thoughts or any add'l info / advice you might have regarding this matter. Medication administered to or used by the pt: no. Where did the error occur: ambulatory care clinic. Pt counseling provided: unk. Ismp medication errors reporting program. (B)(4).